Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The pump was replaced, and the customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was "high" due to human factors; although specific value was not provided.